Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-jan-2019 with the following findings: a review of the black box verified the ¿loss of prime" events with a low non-zero force. Investigation testing was unable to duplicate the "loss of prime" allegation during basal duration testing. Force sensor calibration test confirmed the force sensor was within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.